Manufacturer narrative:
(B) (4): eval results and conclusions: death, renal failure, paralysis. Severely tortuous thoracic aorta, severly calcified vessels.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The thoracic aorta was severely angulated at 160 degrees. The access vessels were severely calcified which required conduit to be sewn in which took over an hour to sew in. Due to the severe angulation of the thoracic aorta it was not possible to advance the delivery system past the tortuosity. The wire was lassoed via the brachial approach, and it was pulled out from the groin and this helped straighten out the aorta. This allowed the first delivery system to be positioned and deployed. A second talent distal main device was inserted and deployed to extend distally. A third distal main was inserted and once deployment was initiated the proximal open web started to open misaligned and required the device to be pulled down to correct the misalignment which was successful. A fourth talent stent graft was implanted to overlap the second and third talent stent grafts. After the procedure a spinal drain was placed in the pt. It was reported that the next day after the procedure the pt had paralysis (MFR report 2953200-2010-00337 - 00339 - 00340). The following day the pt had renal failure, hemodialysis was performed and 2 days later the pt expired from multiorgan failure. An autopsy was performed; the brain was suspicious for a brain stem infarct and the spinal cord demonstrated an infarcted lesion. Please note that this device the talent captivia stent graft system is similar to the united states distributed product talent thoracic stent graft system.